Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an event occurred involving the infusion of levophed. The patient was diagnosed with sepsis and was receiving 3810 ml of lactated ringer¿s (lr) via gravity infusion, 1000 mg of ovirmev via pump, 2 g of cefepime via pump, and 2500 mg of vancomycin via pump (¿divided doses¿). Near the end of the lr bolus infusion, the patient¿s blood pressure reportedly dropped significantly. The clinician then initiated levophed while vancomycin was still infusing. The patient reportedly responded immediately with improved blood pressure, and the clinician stopped the levophed infusion ¿for a time¿ before the patient¿s blood pressure began to drop again. Levophed was then restarted at 0.01 mcg/kg/min. All medications were scanned to the pumps from the workstation on wheels (wow), and the programmed rates were reportedly ¿correct.¿ the only change made when levophed was restarted was moving the vancomycin infusion from the right antecubital IV site to the right hand IV site so that levophed could be infused through a larger vein. Later, when emergency medical services (ems) arrived and received report from the clinician, ems personnel observed that the pump infusing levophed displayed "vtbi (volume to be infused) of 60 ml" from a 250 ml bag. The clinician reported being unable to account for how that volume of levophed had infused, as the vancomycin was already running and the only action taken at the time was changing the vancomycin IV site. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a, g, b, c, d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of levophed (norepinephrine) was not confirmed from the review of the device logs or reproduced during laboratory testing. The suspect pump module passed the unregulated flow testing process and infused within specification with no anomalies observed during testing. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The inspection process did not find any issues or anomalies with the suspect pump modules that may have been a contributing factor for the occurrence of an over infusion event. All inspected parts were manufactured by bd. A review of the suspect pump modules error log showed no errors or malfunctions relevant to the facility¿s complaint. On 23 february 2026 at 7:48 pm, a review of the pcu event log showed that the suspect pump module was attached to the concomitant pcu and powered on, the user selected ¿yes¿ to new patient and selected the ¿.adult¿ profile. At 11:18 pm, pump module 17545158 received a remote IV of ¿norepinephrine¿ with a patient weight of 127kg, drug amount of 16mg, diluent volume of 250ml, concentration of 64mg/ml, rate of 286ml and vtbi of 250ml. The infusion was started and recorded a pvi of 554.114ml. At 11:30 pm, infusion for all channels was paused. At 11:34 pm, infusion for all channels was restarted. Pump module s/n (B)(6) recorded a pvi of 606.423ml. At 11:45 pm, pump module s/n (B)(6) was paused, recording a pvi of 657.923ml. At 11:52 pm, pump module s/n (B)(6) was restarted, recording a pvi of 658.007ml. At 11:55 pm, pump module s/n (B)(6) alarmed for ¿occlusion patient side¿ and infusion was restarted. This event occurred five (5) times and after the last restart it recorded a pvi of 670.956ml. On 24 february 2026 at 12:00 am, pump module s/n 17545158 was selected and continued infusion. At 12:13 am, pump module s/n (B)(6) was powered off and recorded a pvi of 744.104ml. At 12:18 am, pump module s/n (B)(6) was selected and alarmed for ¿operator walkway¿. At 12:29 am, system was powered off and pump module s/n 17545158 recorded a tvi of 744.104ml. At 12:31 am, system was powered on. Pump module s/n (B)(6) was selected and user restored previous infusion and modified patient weight to 127kg, dose to 0.01mcg/kg/min, the calculated rate was 1.19ml/h and vtbi of 60ml. The infusion was started and channel alarmed ¿check IV set¿ and door was opened. Seconds after, door was closed and infusion was restarted recording a pvi of 744.104ml. At 12:46 am, pump module s/n (B)(6) was selected and user modified dose to 0.02mcg/kg/min and rate was recalculated to 2.38ml/h with a vtbi of 59.765ml. The infusion was started and recorded a pvi of 744.349ml. At 12:54 am, pump module s/n (B)(6) was paused. Channel and system were powered off. Recording a total volume infused (tvi) of 744.69ml. No more infusions were recorded on the reported date for the suspect pump module. The incident administration set was not returned for this investigation; therefore, testing could not be performed. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report over infusion of levophed (norepinephrine) could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an event occurred involving the infusion of levophed. The patient was diagnosed with sepsis and was receiving 3810 ml of lactated ringer¿s (lr) via gravity infusion, 1000 mg of ovirmev via pump, 2 g of cefepime via pump, and 2500 mg of vancomycin via pump (¿divided doses¿). Near the end of the lr bolus infusion, the patient¿s blood pressure reportedly dropped significantly. The clinician then initiated levophed while vancomycin was still infusing. The patient reportedly responded immediately with improved blood pressure, and the clinician stopped the levophed infusion ¿for a time¿ before the patient¿s blood pressure began to drop again. Levophed was then restarted at 0.01 mcg/kg/min. All medications were scanned to the pumps from the workstation on wheels (wow), and the programmed rates were reportedly ¿correct.¿ the only change made when levophed was restarted was moving the vancomycin infusion from the right antecubital IV site to the right hand IV site so that levophed could be infused through a larger vein. Later, when emergency medical services (ems) arrived and received report from the clinician, ems personnel observed that the pump infusing levophed displayed "vtbi (volume to be infused) of 60 ml" from a 250 ml bag. The clinician reported being unable to account for how that volume of levophed had infused, as the vancomycin was already running and the only action taken at the time was changing the vancomycin IV site. There was patient involvement, but the outcome is unknown.